Event description:
Related manufacturer reference number: 2017865-2024-58057. It was reported that non-sustained right ventricular (rv) over-sensing was noted on a remote transmission. The over-sensing is believed to be caused by myopotentials. Device reprogramming was discussed but not made at this time. There were no adverse health consequences, the patient was stable.